Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 12 apr 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a nurse incorrectly used the suction catheter in a way that affected the saturation status of the patient. During placement, the nurse attached the y-adapter to the patient's endotracheal tube and ventilator circuit. Then she attached the lure fitting on the distal end of the catheter to the other side of the y-adapter, which was incorrect. As the attachment was smooth and tight, the error was not immediately noticed. The nurse then attempted to attach a syringe to the catheter, but was unable to. During this time, the ventilator circuit was opened and oxygen saturation of the patient decreased to 70%. A physician used an ambu bag to manually ventilate the patient until the patient's oxygen saturation recovered. There was no injury to the patient. No further information has been provided at this time.